Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received notification alleging the patient experienced a blood glucose (bg) value of 355 mg/dl with unknown amount ketone level. The patient reportedly did not require medical intervention. There was no additional information available for this complaint. The pump reportedly was replaced and the user resumed insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia allegedly due to an inaccurate delivery issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 01/10/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: the black box showed a replace cartridge alarm on (B)(6) 2016 at 15:24 followed by a replace battery alarm at 16:09. A power on reset event then occurred. The pump was powered back on and insulin deliveries resumed on (B)(6) 2016 at 14:36. The last bolus delivery was a 15.0-unit bolus on (B)(6) 2016 at 12:14. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No delivery interruptions, errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the after compartment was cracked above and below the bumper pad and the returned battery cap had stripped threads. A test cap was used for testing.